Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the esc button on the insulin pump was unresponsive. All other buttons work fine. Customer's blood glucose was unknown. Issue occurred a week ago. Customer's doctor does not recall any significant events that may have caused the keypad issues. Doctor stated the customer noticed the device was alarming but it wasn't a button error alarm. No further information provided.